Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the lx207 device was returned non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws.

Event description:
It was reported that during a vasectomy procedure, the jaws of the device were misaligned, causing the clips to criss-cross instead of lining up. Another like device was used to complete the procedure. No patient consequences were reported.